Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 20 mg/dl at the time of the incident. The customer used soda, juice, and was given food to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The customer alleged pump over delivery. The customer also reported sensor glucose versus blood glucose differences. Troubleshooting was completed but did not resolve the issue. The customer had a similar low event around christmas time. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information provided about pro code was incorrect with the initial report. The correct information has been provided with this report.